Event description:
While nurse was attempting to administer a vaccine and the needle would not puncture the skin. The vaccines were all prepared the same way and when comparing the needle to another unopened needle the needle that did not puncture the skin was visibly dull compared to the other needle. The staff attached a new needle to the vaccine and was able to administer the vaccine without issue. Parents aware of issue.